Event description:
This is 7 of 9 reports for (B)(4).

Manufacturer narrative:
There are no non conformance reports in the DHR file. Subject product passed all inspection and certification testing requirements during manufacturing. Correction device is an instrument and is not implanted and, or explanted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
This device used for treatment and not diagnosis. Pd engineering has concluded the review of the risk management documents and the occurrence rates were recalculated based on clinical experience per the matrix surgical technique. The risk management documents do not require updates and this time and the root cause of the complaints and associated occurrence rates are acceptable. Placeholder.

Manufacturer narrative:
(B)(4): surface indications about the shaft, etch detail light, faded. All features present. Measurement results for pertinent features are within the specified limits of size. (B)(4): placeholder.

Event description:
Consultant reported the following adverse event occurred during l1-l5 posterior lumbar fusion with laminectomy. After surgeon implanted matrix screws and rods from l1, l5 and closed patients incision, patient had a post op CT scan to verify proper screw placement. The CT showed that the right l5 pedicle screw had breached the lateral cortex of the vertebral body. Surgeon revised the construct to redirect the screw at l5. Locking caps at rl1, rl2, rl4 and rl5 were all removed without incident. Surgeon was unable to remove the cap at rl3. Removal of cap at rl3 was aborted after breaking the distal tip of the t-handle driver (driver tip snapped off in the cap and was retrieved). Surgeon opted to abort removing the cap and relock the construct while leaving the breached screw in rl5. Patient is doing well, implants will be left as is. This is 7 or 9 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The surgeon used this instrument to loosen a matrix cap. Without a limiting the torque, the user can generate enough torque to exceed the shear strength of the material. Off axis loading can also contribute to the failure of this stardrive. And finally, since this complaint involved multiple drivers, once the cap experiences deformation from a driver, the subsequent driver has an increased probability of not functioning. The chu engineer reviewed the associated drawing (B)(4). These (B)(4). The chu reviewed the complaint history to determine the number of complaints associated with the surgeon using this instrument to remove a locking cap. (B)(4).